Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated accu-chek inform ii meter serial number (B)(4) had horizontal black lines across the screen. The lines go across the result field of the display, so there is possibility of result misinterpretation. The reporter has reset the meter and confirms it charges normally. There were no apparent physical or internal damages to the meter.

Manufacturer narrative:
The meter was returned for investigation. Upon visual inspection of the meter, the display showed several black lines and spots. The representation of the results overlays the black lines/spots as the contrast of the lines/spots is weaker than the rest of the representation in the display. The results field is clearly readable. There were no traces of an obvious mechanical impact visible on the housing of the device. The touch function works normally. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective.